Manufacturer narrative:
Outcomes attributed to adverse event: infection medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient recently moved across country and didn't even have their external devices with them for a while but that now they were trying to connect to their settings because in the last week they noticed a return of their urinary retention symptoms. The patient stated they thought they might need to get to the emergency room ER or urgent care, because they felt like they were retaining. The patient stated that initially it was certain things, like when they would go to the restroom in a public place and that they'd always had a light stream, but this week when they were sitting there and trying to go they weren't hearing anything coming out. The patient stated there was a din from being in public but they c ould usually hear it. Then they stated they started feeling "maybe a pressure," like they weren't letting it out and that yesterday ((B)(6) 2022) they woke up and their back was hurting. The patient stated their symptom return started immediately after they'd had an infection/abscess in their buttock. The stated they were a diabetic, and their sugars had been highand they didn't know if that's what drove their symptom return or not but their sugars had been high for quite a while. Patient services (ps) asked if the infection and sugars being high was related to the medtronic insulin pump and the patient stated that "no, the sugars were high as a result of the infection" and that it was a battle to keep their sugars low when they had an infection. Ps offered to transfer the patient to the medtronic diabetes team so the patient could report to them about their sugars being high and having the infection/abscess but the patient declined. The patient did say they were working to get another insulin pump because their current pump was out of warranty. The patient stated they had to keep their supplies and everything going and that their doctor was working on getting them an appointment with the endocrinologist. The patient stated that because they'd recently moved, they didn't have a managing health care provider (hcp) and stated in their previous location, they'd had a "filling" and they saw a urologist who would scan their bladder and it had been ok. The patient also clarified that they would have to use catheterization as a standard of care prior to getting the interstim device. Ps reviewed they could send the patient hcp listings in their new area and updated the patient's address with device registration. The patient was able to successfully connect to their settings and ps reviewed device description/function with the patient and therapy expectations and programming considerations. The patient stated they'd forgotten how to use their external pieces which was why they'd called but that they were going to try to make an adjustment to their settings and locate a new hcp to help them manage their symptoms. The patient stated in the short-term, they were going to get to the ER or urgent care to make sure all was well. The patient's relevant medical history included the patient stated because they were a diabetic they had "all these devices": an "undetermined word*" pump, an insulin pump (manufactured by medtronic) and this (the interstim device). *ps could not make out if patient said 'dex' or 'this'' or something else for the undetermined word*. The patient appearedto be speaking about 3 separate devices and not just the interstim and the insulin pump ).